Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on the air/water cylinder and tube . There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of the malfunction identified cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.